Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2020-21554, related manufacturer report: 1627487-2020-21555, related manufacturer report: 1627487-2020-21556, related manufacturer report: 1627487-2020-21557, related manufacturer report: 1627487-2020-21559, related manufacturer report: 1627487-2020-21560. It was reported that patient experienced ineffective stimulation. Patient denies any traumas or falls. Programming changes have been attempted prior however was unsuccessful. Device system was explanted. No additional information is available.